Manufacturer narrative:
Internal complaint reference case: (B)(6).

Event description:
It was reported that, during an acl procedure, when the retrograde drill was drilling, it broke off and a component was disassembled. The device broke before being inserted completely in the patient, nothing was left inside the patient. A backup device was available to complete the procedure. No significant delay and no patient complications were reported.